Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that during the cystoscopy, when the disposable silicone double-lumen catheter was needed during the operation, it was found that the silicone catheter balloon end was broken during the injection and could not be injected, so the new catheter should be replaced immediately as per the follow-up information received on 10 sep 2020, during the cystoscopy operation for the patient, when the disposable double-lumen urinary catheter was used during the operation, it was found that the balloon end of the silicone urinary catheter was broken when the water was injected and could not be injected. The urinary catheter was replaced immediately with a new one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that during the cystoscopy, when the disposable silicone double-lumen catheter was needed during the operation, it was found that the silicone catheter balloon end was broken during the injection and could not be injected, so the new catheter should be replaced immediately as per the follow-up information received on 10sep2020, during the cystoscopy operation for the patient, when the disposable double-lumen urinary catheter was used during the operation, it was found that the balloon end of the silicone urinary catheter was broken when the water was injected and could not be injected. The urinary catheter was replaced immediately with a new one.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to " pinhole in balloon or cuff wall thickness too thin / - exposure to petrolatum based lubricant or other degrading materials / contact with a sharp object (i.e. ,needle sticks, etc.)". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the all silicone catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that during the cystoscopy, when the disposable silicone double-lumen catheter was needed during the operation, it was found that the silicone catheter balloon end was broken during the injection and could not be injected, so the new catheter should be replaced immediately. As per the follow-up information received on 10sep2020, during the cystoscopy operation for the patient, when the disposable double-lumen urinary catheter was used during the operation, it was found that the balloon end of the silicone urinary catheter was broken when the water was injected and could not be injected. The urinary catheter was replaced immediately with a new one.